Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measurement that steadily increased over one year from 1600 ohms to greater than 2000 ohms. A lead problem was suspected. A boston scientific technical services (ts) consultant advised the observation was consistent with a lead issue. During a procedure to replace the associated device, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.